Event description:
It was reported that patient underwent revision total elbow arthroplasty in 2005. A second revision procedure was performed in 2007 for loosening of screws. Bearing component was also found loose moving medial/lateral with the pin in it.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Eval of explanted components is in process but not yet completed.